Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery dropped suddenly. Review of pump data by tandem technical support showed that the pump battery dropped from 25% to 5% within minutes. Customer reported blood glucose level was 180 (mg/dl). Reportedly the customer will continue to use the pump for insulin therapy.